Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure involved implanting a stent in the left main. Post-dilatation was performed using the 3.5 x 15 mm powersail. After the pressure was increased to 18 atm, the balloon could not be inflated anymore and when it was removed, it was found broken (ruptured). Another powersail was used to finish the operation. There were no pt effects reported. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary - quality assurance analysis revealed that the balloon catheter was returned with blood visible in the balloon, in the inflation lumen and in the hub. There was no contrast visible. The balloon was loosely folded. There was a longitudinal rupture on the balloon, 1 mm distal to the proximal balloon seal for a length of 1.2 cm. There were no scratches noted on the balloon. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid leaked from the longitudinal rupture on the balloon. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. It was reported that during post-dilation of a previously implanted stent in the left main coronary artery (lmca), the powersail balloon dilatation catheter ruptured upon inflation to the rated burst pressure (rbp) of 18 atm. Reportedly, there were no adverse pts effects observed as a result of the balloon rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, the previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was mildly tortuous, which may have contributed to the difficulties experienced. The catheter was returned with blood visible in the inflation lumen, the balloon and in the hub, which is consistent with the reported use of the device and suggests that there is a leak or rupture. The balloon was also partially inflated, indicating that the device had been pressurized during the procedure. Functional analysis confirmed that there was a longitudinal rupture in the middle of the balloon located between the markers. The sem analysis of the balloon failure revealed that there was tearing evident on the inner surface of the balloon, which can occur as a result of a material/process discrepancy or high stress applied to the balloon materials. However, based on the information received with this complaint, the returned device analysis and sem results, a conclusive root cause for the reported balloon rupture cannot be determined. This MDR is considered closed by the product performance group.